Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 3 bd micro-fine+ pro pen needles failed to deliver medication during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient states that he/she is encountering the case where drug doesn't come out at increased frequency after switch to pro."